Event description:
Reporter alleged the customer obtaining the results of 54 mg/dl and 100 mg/dl on the aviva system compared back to back with a result of 104 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he does not have the strips to send back, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the advantage system used. (B)(6). Will not be returned to manufacturer.